Event description:
A large diabetic male pt was being helped onto the imaging table for a cardiac scan. The pt miscalculated while trying to recline onto the table and he slid off the table. As he was sliding off, his head made contact with the inner gantry ring injuring his left ear. Stitches were required to repair the injury (medical intervention).

Manufacturer narrative:
The field service engineer inspected the system at the site and did not find any sharp edges. Also, a device from a controlled/non released inventory was inspected in-house and there were no sharp edges found on the system. The pt's injury was not a result of any system malfunction, failure or unexpected motion. The system was stationary during the time of the alleged incident. Product labeling was checked and found to be adequate (users manual clearly specifies that the operator be vigilant before, during and after a study). This was the first such occurrence in the history of this ring gantry design (since 1992). It was concluded that this was an isolated incident whereby the operator did not ensure that the pt had reclined to the prone position safely.